Event description:
While replacing the insulin cartridge, pt discovered that insulin had leaked inside of the device's cartridge chamber. There was no apparent damage to the insulin cartridge. Additionally, pt reported that, since discovering the insulin leakage, the device has been generating recurrent cartridge/adapter alerts. Pt's blood glucose was not affected and no treatment was received.